Event description:
Customer received result of 10.0 mmol/l on the mobile system and a result of 1.9 mmol/l on the compact plus system within 10 minutes. Customer reported hypoglycemic symptoms with these results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278209, expiration date 06/30/2014). (B)(4).